Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle no air is fed, due to clogging of the nozzle no water is fed, due to a dent on the distal end the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had white-clouded area, the light guide bundle was slipping down, the adhesive around the light guide lens was peeled, and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope had an air/water flow issue. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-190 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.